Event description:
Full thickness burn on abdomen post transform treatment

Manufacturer narrative:
A male patient presented with a full thickness burn of ~2cm in diameter on his lower abdomen following treatment with the transform applicator. Investigation is ongoing. 13-aug-2025: a follow-up report is submitted with investigation conclusions. Technical inspection of the device revealed a technical issue (high resistance measure) that was determined to be not related to the reported burn. Investigation attributed the root-cause to a user error: the applicator was re-positioned following its positioning on the abdomen, without applying sufficient amount of coupling gel, leading to focal hot spot. The clinic has received a re-training and the patient has completely healed.

Manufacturer narrative:
A male patient presented with a full thickness burn of ~2cm in diameter on his lower abdomen following treatment with the transform applicator. Investigation is ongoing.

Event description:
Full thickness burn on abdomen post transform treatment.